Event description:
Healthcare professional reported ¿severe contracture baker IV capsular contracture, painful hardening of right breast, right breast deformity¿. Later healthcare professional reported "severe bilateral baker IV capsular contracture, double bubble deformity with severe pain bilateral breast, bottoming out of bilateral inframammary fold dehiscence of inframammary fold bilateral, bilateral grade 3 ptosis, bilateral breast pain mastodynia." Via "ultrasound". This record is for the "right" side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker IV capsular contracture.

Event description:
Healthcare professional reported ¿severe contracture baker IV capsular contracture, painful hardening of right breast, right breast deformity¿. Later healthcare professional reported "severe bilateral baker IV capsular contracture, double bubble deformity with severe pain bilateral breast, bottoming out of bilateral inframammary fold dehiscence of inframammary fold bilateral, bilateral grade 3 ptosis, bilateral breast pain mastodynia." Via "ultrasound". This record is for the "right" side. The device was explanted and replaced.